Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed weak battery alarm, bad battery alarm, low battery alarm, and off no power alarm. Battery would not last a week. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. No unexpected weak signal or lost sensor alarms noted. The insulin pump had slight corroded battery tube, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing the end cap sticker.